Event description:
The pump was returned for investigation. Investigation revealed a torn keypad. All keypad buttons were found to be responsive to user input. However, contamination was found under all button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/14/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: investigation revealed a torn keypad. All keypad buttons were found to be responsive to user input. However, contamination was found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).